Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomed.

Event description:
N/a.

Event description:
It was reported that during semi-annual preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) ground prong on the hospital grade plug was missing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device (10/3233): the getinge field service engineer (fse) that encountered the issue replaced the ac power cord reel and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the ac power cord reel (0012-00-1688-01) and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.